Event description:
Elderly male with history of coronary artery disease and hypertension, recent ventricular tachycardia and ventricular fibrillation. While having a heart cath, the person inserting the swan ganz had problems threading the 0.25 wire. It was removed from the patient without known harm.